Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump failed to detect the cartridge and pushed out insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the pump booted up to a call service alarm that could not be cleared. The pump was opened up and a component had failed which was causing the call service alarm. Device evaluation to determine the cause of the initial complaint was unable to be performed due to the call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).